Manufacturer narrative:
Age at time of the event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned and the pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was blood outside and inside the device and in the attached waste bag, when received. There were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. Functional testing was started but the ¿check saline supply¿ error was displayed on the console and the device would not go into the prime cycle; however, there was a leak in the shaft at a severe kink but not at the hub and the hub was not damaged. The shaft was microscopically inspected and it was found that there was a hole in the shaft with the hypotube broken 40cm distal of the strain relief. Because there was no evidence of any product quality deficiencies, it was considered likely that the additional damage was attributable to handling of the device. Inspection of the device presented no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on analysis results on 4june2018. It was initially reported that a leak occurred. A spiroflex® angiojet® thrombectomy set was selected for use during a percutaneous transluminal coronary angioplasty (ptca) procedure. However, during the procedure, the physician noticed that aspirated material was exiting from the outflow port. No patient complications were reported. The patient's condition was stable after the procedure. However, device analysis revealed a hole in the shaft with the hypotube broken 40cm distal of the strain relief.